Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Follow up up attempts to obtain the lot number were unsuccessful. The lot history record review was not possible as the lot number was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event.(B)(4)

Event description:
Medtronic (covidien) received information through clinical data review that during the mechanical thrombectomy (mt) procedure, vasospasm was seen on repeated angiogram when the cello 8f balloon guide catheter (bgc) was placed in the right internal carotid artery (ica). 100 mcg of nitroglycerin was administered, which resolved this event. The final angiogram revealed excellent result with the patient rapidly improving on the angiographic table. The patient was reported to have been discharged with mrs of 3.